Event description:
It was reported that the patient experienced a shocking or jolting sensation when she went through doors at a jail. If additional in formation becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v115606, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was the metal/security detectors at (B)(6) and the local jail causing 'unintended electrical stimulation' that was 'shocking' and painful for the patient. It was stated that the patient would turn her stimulation off before entry and no longer felt the shocking sensation. All impedances measurements were normal. Reprogramming was done on (B)(6) 2013 and all 4 programs were set to 'sensory threshold.' The issue was controlled by turning the device off. It was reported that there was no patient injury. Additionally it was stated that nothing has been explanted, but the battery life was low and will likely be replaced soon. The battery life was 0-6 months. It was noted that there was no stimulation sensation with bipolar configurations. It was stated that the therapy was 'working very well' for the patient's symptoms, and her 'urge' was worse when the device was turned off. No further information was provided.